Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead was connected to the implantable pulse generator (ipg) and placed in the pocket. Upon interrogation prior to close of the pocket, there was a change in the lead numbers. A lead dislodgement was confirmed on xray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.